Manufacturer narrative:
Manufacturing site investigation: visual inspection of the device indicates previous repair. Repair work not completed at the original equipment manufacturer. The device quality and manufacturing history records were checked for the available serial and batch number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to a foreign maintenance of the device. No corrective or preventive action is required.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
During ventriculostomy & brain tumor biopsy, the picture was crystal clear, after about 30 minutes, the picture became so blurry the surgeon was unable to see. Case was delayed by 10 minutes and had to be suspended. No patient injury reported.